Manufacturer narrative:
Evaluation method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This x-ray system's tube became not available and despite a restart attempt, the system would become operational. The patient was under anesthesia at the time. Later the system became operational.